Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the cable is damaged at the end of the transducer strain relief was confirmed. The probe¿s cable insulation is torn at the strain relief which is exposing wires. The root cause of the reported failure was identified as use-related. H3 other text : evaluation summary findings in h:11

Event description:
It was reported that the cable is damaged at the end of the transducer strain relief. No other information provided, at this time. 8 mar 2024 evaluation review found the probe cable insulation was torn, exposing cabling wires.